Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room experiencing muscle stimulation in the chest and arm. Device interrogation revealed a polarity switch in the atrial lead. The lead exhibited low impedance. On (B)(6) 2015, during lead revision procedure a fracture was noted on the lead. The lead was capped and replaced. The patient was in stable condition post procedure.